Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, this device was thoroughly tested. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and returned. There was no allegation from the field regarding the function of the device. Initial testing noted a possible performance issue concerning battery longevity. No adverse patient effects were reported.